Event description:
Patient's mom reported that catheter broke off from the cannula into patient's skin while attached. She noticed that clothes were wet and medication was leaking from infusion site. Md is aware. New site was placed, and medication was continued. Md will remove the tip. Incident occurred about 2 weeks ago. Caller does not have the defective product or lot number available. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? No. Did we replace device? No. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. No additional information provided. Reported to (B)(6) by pt/caregiver.